Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Event description:
Allegedly on (B)(6) 2013, the patient realized inability to move her left leg; x-rays showed modular neck fracture.